Event description:
The customer reported that the device jaws would no longer open while on tissue during a procedure. No further info on how the device was removed from tissue was made available by the site. There was no pt injury.

Manufacturer narrative:
(B)(4). Visual inspection of the incident device found that the ski guide pin was loose in the ski guide lever that attaches to the handle. The loose ski pin caused the ski guide lever to bend, keeping it from following the internal a-track and making it difficult to unlatch the handle to open the jaws. Reports of missing and loose ski guide pins are being investigated. No pt injuries have been reported as a result of these complaints.